Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mn1410 magnum needle was allegedly difficult to remove. This information was received from a single source. The alleged difficult to remove needle involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mn1410 magnum needle was allegedly difficult to remove. This information was received from a single source. The alleged difficult to remove needle involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.

Manufacturer narrative:
The previous supplemental MDR was submitted on time but with an incorrect received by manufacturer date, therefore this supp is being sent to correct the MDR date of awareness. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the lot number was provided and a lot history review was performed. The physical device was not returned for evaluation. No photos or images were provided for review. Therefore the investigation is inconclusive for the reported removal difficulties. The definitive root cause for the reported removal difficulty could not be determined based upon the provided information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mn1410 magnum needle was allegedly difficult to remove. This information was received from a single source. The alleged difficult to remove needle involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.

Manufacturer narrative:
For the reported malfunction, the lot number was provided and a lot history review was performed. The physical device was not returned for evaluation. No photos or images were provided for review. Therefore the investigation is inconclusive for the reported removal difficulties. The definitive root cause for the reported removal difficulty could not be determined based upon the provided information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mn1410 magnum needle was allegedly difficult to remove. This information was received from a single source. The alleged difficult to remove needle involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.